Manufacturer narrative:
Initial reporter phone number:  (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with two units of polyflux 170h, an external dialysate leak was observed due to a minor crack. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6 and h10. Two devices and two photographs of the sample were provided for evaluation. Visual inspection of the provided photos showed the products wet. Visual inspection of the provided pictures did not identify any abnormalities as only a red arrow on the housing is visible. Visual inspection by naked eye of the two products shows the red arrow on both products. This arrow ends on the mold separation of the housing. A leakage test of the dialysate side for both products was performed and no leakage was identified. The reported condition was not verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.